Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. Technical services (ts) reviewed the device data and noted multiple instances of shocks and anti-tachycardia pacing (atp) that appeared to be a result of supraventricular tachycardia (svt). Ts reviewed the findings with the physician for further follow up. This device remains in service. No additional adverse patient effects were reported.